Event description:
A consumer reported that following intraocular lens (iol) implant surgery, images look smaller than when compared to the images in his fellow eye. The consumer stated that the surgeon attempted to implant that iol, but could not do so due to inflammation. The consumer was left aphakic following this procedure. The consumer does not know what caused the inflammation or what was used to treat it. He was taken back to surgery at a later date that the iol was implanted. Following this procedure, the consumer reported that initially, he was experiencing diplopia, but this went away. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4). This report was mailed to FDA on: 04/14/2011. (B)(4).